Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a low anterior bowel resection, the stapler was inserted into the rectum. It was connected to the top part and was fired. Upon release and removal of the device, the top piece became disconnected within the patient. An enterostomy was needed to retrieve the top piece. This required converting the procedure from laparoscopic to open. The surgeon indicated there was no extra length of stay or additional treatment required.